Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. It was also noted that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.